Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: we received performance data collected from the device and have analyzed the data. Low resistance/impedance was noted. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace impedance trend data shows a decrease for minimum atrial pace equal to 475 to 76 ohms range between (B)(6) 2012 and (B)(6) 2013. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead developed a breach while in-vivo and a breach due to abrasion while in-vivo. There was a cosmetic inner insulation abrasion while in-vivo.

Event description:
It was reported that the atrial lead had low impedance and triggered a low impedance warning. The lead had high thresholds and no capture. Oversensing was noted with inappropriate mode switching recorded and undersensing that led to a loss of bi-ventricular pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.